Event description:
It was reported that suture placement was attempted in the moderately calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr sheath, it is unknown the maximum sheath size used during the aaa procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. Two additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the right common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device referenced was filed under a separate medwatch manufacturer report reference number.